Event description:
It was reported that the customer had an issue with the enteral feeding pump. The unit was triaged and service found thermal damage on a component.

Manufacturer narrative:
The unit was triaged and the service technician found thermal damage. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.